Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the right ventricular (rv) lead was placed, the suture sleeve entered the va sculature. When the lead was removed, the suture sleeve almost slid off the lead. No rv lead was implanted. No patient complications have been reported as a result of this event.